Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in treatment. Upon removing the tubing set from the cycler, liquid was noticed inside the cassette door. The origin of the leak could not be identified. Pt had no ill effects. Actual sample is not available; a companion sample from the same lot number is available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of event. A companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances, during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.